Manufacturer narrative:
One cadd solis vip pump was returned for analysis in good condition. Several cassette latch alarm and various other alarms were recoded in the device history log. In user mode the "cassette not attached properly" error message continued to be displayed when the cassette was attached. The sensor output did not increase when pressure was applied. It's determined that the downstream sensor is faulty and will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump has displayed an issue where it's not recognizing the cassette. There was no reported injury to the patient.